Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent heavy feeling in throat/chest and pacemaker syndrome. The right atrial (ra) lead exhibited high thresholds. The ra lead will be explanted and replaced and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.